Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer experienced a blood glucose (bg) level of 394mg/dl and moderate ketones. The cartridge and infusion set were changed and the customer successfully delivered a correction bolus decreasing their bg level to target range. Additionally, it was reported that the customer experienced resistance when filling a cartridge. The customer attempted using a different needle but a similar resistance was experienced. The customer successfully loaded a cartridge after switching needles and using a new cartridge. The customer¿s blood glucose (bg) level was not impacted by this event.